Manufacturer narrative:
Internal report reference number: (B)(4). Adverse event report is being submitted due to symptoms related to diabetes: syncope. Meter was returned for evaluation. Product testing was performed and no defect found. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call on (B)(6) 2021 to ensure the customer's condition had improved and ensure the replacement products resolved the initial concern. It was not disclosed if the customer was currently experiencing any diabetic symptoms. Customer stated the replacement products had not resolved the initial concern and that he was still experiencing the same issues. Manufacturer to follow-up to obtain further information as the customer was not able to continue with the call.

Event description:
Consumer reported complaint for high and low blood glucose test results. Wife is calling on behalf of the customer. The customer is concerned with test results from results obtained of 154, 152, 165 and 69 mg/dl. The customers expected am fasting blood glucose test result is below 133 mg/dl. The customer is testing 8 to 12 times a day. The customer is taking insulin to control his diabetes and stated that he has administered too much based on the results. Customer stated that during a routine doctor's visit, his doctor had informed him that the results obtained from the truemetrix meter are not accurate and that he would need a replacement meter. At the time of the call, the customer stated that he felt like he was about to pass out; customer was unsure if medical attention was required. The customer declined to perform a back to back blood test during the call. The product is stored according to specification in the dining room. The test strip lot manufacturers expiration date is 07/14/2022 and open vial date is (B)(6) 2021. The meter memory was reviewed for previous test result history (customer was not able to provide the date or time): (B)(6).